Event description:
Additional information received noted the patient presented remotely via merlin.net. Programming changes were implemented. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with an implantable cardioverter defibrillator that exhibited undersensing. No changes or intervention was reported. The patient condition was unknown. No further information was reported on this event.